Event description:
On (B)(6) 2018:dialysis machine primed for about 5 minutes with 300cc of saline solution. After 40 minutes into the 1st hemodialysis treatment, patient started experiencing an allergic reaction with symptoms of hypotension, nausea, and fainting fit. Blood was returned to the patient and changed dialyzer to another elisio-21h, and restarted treatment. On (B)(6) 2018: no dialysis treatment scheduled, no allergic reaction. On (B)(6) 2018: after 60 minutes into the 2nd hemodialysis treatment using an elisio-21h dialyzer, patient started experiencing an allergic reaction with symptoms of dizzy spell, coagulation, hypotension, and urticaria within 48hrs of treatment. Patient was given aerius(antihistamine). Blood was returned and dialyzer was changed to bg by toray and treatment was restarted with no allergic reaction. It was noted that the patient's third hemodialysis treatment was completed using a bg dialyzer by toray with no allergic reaction and the fourth hemodialysis treatment was completed using a cordiax by fresenius with no allergic reaction. Other medical equipment used: fresenius bloodline f0000387 and baxter avf needle a17m30sg.